Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event has been estimated.

Event description:
It as reported that the patient developed an infection after the implant of this ipg. As a result, this device was explanted and replaced on (B)(6) 2012 to resolve the issue.